Event description:
It was reported that the patient experienced a loss of therapeutic effect on the right side of his body. The patient suspected that his left implantable neurostimulator (ins) was not working. The problems began following a fall in the kitchen. The patient's right arm and left elbow were bruised. The patient was not sure if he hit his head in the fall. The patient began having more difficulty with parkinson's disease symptoms. The device was checked and was off; it was then turned back on. Symptoms returned the next day and the device would not turn back on. The 9v battery light was the only thing showing. It was also reported that the patient experienced swelling in his left index finger. The patient went to urgent care and was prescribed antibiotics. He took them for 2.5 days, but discontinued use because he did not believe they were helping. The patient's status was "fair." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 748240 serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID, 3389-40 lot# j0527920v, implanted: 2005 (B)(6), product type lead. (B)(4).

Event description:
Additional information reported indicated that the cause of the event was a depleted battery. The patient had both implantable neuro stimulators replaced. It was noted that there was no hospitalization due to the event and that the patient recovered without sequelae. If additional information becomes available, a follow-up report will be sent.